Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because the terminal pin was easily pulled out of the header. The physician didn't like the position of the lead and it had high impedances. There were no adverse patient events reported. Should additional information be received, this file will be updated.